Event description:
The customer contacted baxter's technical service center to report not getting all 4 cycles on the homechoice (hc) machine during use, patient connected in therapy. The home patient (hp) stated that they do not get all 4 cycles. The baxter technical service representative (tsr) explained about how the hc recalculates. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed rite (return instrument test evaluation) functional & electrical test. The calculation of the number of remaining cycles is performed prior to every fill cycle. A loss in remaining fluid volume due to a manual drain during a fill cycle (an increase in fluid volume due to a bypass of a fill cycle before it completed) can reduce (increase) the estimated number of cycles. The assignable cause for the reported issue device changing cycles 4 to 3 was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.